Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was under delivering. The patient¿s blood glucose level was 254 at the time of the incident. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose values. High blood glucose values were treated by insulin pump. Reportedly, the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 113 mg/dl and the sensor glucose was 88 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.